Event description:
It was reported that during an unknown procedure, the blade tip broke off. Another device was used to complete the procedure. There was no adverse conseqneuce to the patient. No additional information is available.

Manufacturer narrative:
Information anticipated, but unavailable at this time.